Event description:
Three month post-op visit revealed a solanas screw had fractured approximately mid-way of the threaded shaft. The breakage occurred at the caudal base of the multilevel construct. The actual date of the visit/discovery of event was not reported, and is unknown. The solanas fixation system was implanted on (B)(6) 2012.

Manufacturer narrative:
No evaluation possible. The fractured solanas screws remains anchored in the patient where originally positioned. The lot number of the suspect device has not been provided. Upon receipt of additional information and/or the device in question a follow-up submission will be provided. The solanas posterior stabilization system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. Device implants include a range of sizes of bone screws, hooks, rods and bridge assemblies to provide the versatility required for the specific conditions listed in the indications section. The components in the solanas posterior stabilization system can be linked to the components in the zodiac polyaxial spinal fixation system offered by alphatec spine using the axial rod connectors, parallel rod connectors or transitional rods. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v, astm f 136) with an electrolytic conversion coating. All hooks components are intended for fixation/attachment to the cervical spine only (c1-c7). Pedicle screws and offset connectors are limited to fixation to the upper thoracic spine only (t1-t3) in treating thoracic conditions only. These screws and offset connectors are not intended for placement in the cervical spine. It is intended that the implants be removed after successful fusion.

Manufacturer narrative:
Additional informationmaude event report (B)(4) was received by alphatec on (B)(4) 2012. The initial reporters name and description was linked to both a surgeon and date of service which indentified this as a previously reported event. A review of the crossed referenced information found that three separate screw part numbers had been implanted during the initial surgery ((B)(4) 2012). Although the part number of the fractured screw has not been provided the newly acquired information identified the implanted screws all as 3.5mm rather than the previously reported 4.0mm. (B)(4).